Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and in log review, error 31030, indicating patient side cart (psc) subsystem timed out on startup, was found thus confirming the fault occurred in the field. The communication errors 307 indicating node not present and error 25730 indicating motor axis message is late or missing, both reported by the acu (axes controller setup) on the proximal was also found. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode with no related errors. The unit was also installed on a pftp (psc fixture test platform) where all relevant tests passed. While the definitive root cause of the customer-reported event could not be established, a possible cause based on results from failure analysis may be attributed to the fiber optic cable and acu. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon powering on the system, functionality was checked and confirmed to be operating without errors. The system initially powered on successfully, allowing the procedure to commence without the need for increased or additional port incisions. Although the procedure was converted, the patient tolerated the change well, and there was no patient injury as a result of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a non-recoverable 31030 fault on universal surgical manipulator (usm) 1. The tse instructed the customer to perform a hard reboot, which resulted in usm 1 non-recoverable faults. The customer was unable to disable usm 1 and was advised to reboot again, but the system faulted once more with non-recoverable faults on usm 1. After a third reboot, usm 1 faulted again, but the customer managed to disable usm 1 and recover from the fault, allowing them to continue the procedure with usms 2, 3, and 4. Later, it was reported by the distributor clinical sales representative (csr) that the surgeon had to convert to laparoscopic surgery as they were unable to gain control of the endoscope and had disabled universal surgical manipulator (usm) 1. The customer stated that they would not use the system until the field service engineer (fse) visit. The procedure was converted to laparoscopic surgery with no reported injury.